Manufacturer narrative:
This is one of two manufacturer reports being submitted for the same event. Reference related manufacturer report # 2015691-2026-14625. The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a right-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, there was some difficulty encountered when trying to advance the 26mm commander delivery system (ds) into the 14fr esheath+, at which point the nosecone of the ds exited through the seam of the esheath+. In response, the esheath+ was brought to a straighter segment of the patient's anatomy and the ds was rotated while entering the esheath+, which allowed the ds to successfully advance. An additional 2ml was added to the balloon of the ds prior to inflation. During valve deployment, the balloon to the ds burst due to the calcium burden. The s3ur valve was successfully implanted and the access site was closed without complication. The ds and esheath+ were removed as a single unit and are not available for return/evaluation. The patient is in stable condition.